Event description:
Implantation date: late 2006. Explantation date: 2009. Affiliate reported that a normal pressure hydrocephalus patient showed symptoms of hydrocephalus. They adjusted the valve to 30mm h2o but the patient still had the same symptoms. The surgeon measured the inter-cranial pressure by the method of a lumbar puncture. The pressure measured 150 - 160 mm h2o. Therefore, the surgeon assumed that the valve was blocked and explanted it. The patient received a new valve which has been adjusted to 70mm h2o.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.